Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to discomfort. Comment: there is a dor discrepancy between litigation and medical records. Due to accuracy, the dor from the medical records will be reported. Should we receive additional information, we will update if needed. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013

Event description:
Litigation alleges that the patient had high concentrations of various metallic elements in her blood as a result of the asr hip implant. As a result patient suffered pain and suffering and injuries of a permanent nature. Patient has been revised.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.